Manufacturer narrative:
After completing testing, the validyne pcbs were recalibrated. The controller passed all final performance testing and displayed typical waveforms. The css passed the console test validation protocol. This failure mode poses a low risk to a patient, because the issue was observed during a routine console checkout, and the css console was not supporting a patient. In addition, this failure mode would not prevent the css console from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This css console was not supporting a patient. The customer reported that during a routine console test validation protocol, he observed that there were no flow waveforms displayed on the computer monitor. The css console was returned to syncardia for evaluation. The calibration failure reported in the field was repeated in the lab at syncardia. During testing, it was found that the validyne flow printed circuit boards (pcbs) that measure the amount of air flow exhausting from both controllers into the drivelines were out of calibration. Therefore, the waveforms were unable to be measured. Typically, recalibration of the validyne pcbs is not necessary. In some instances, it assists in bringing the waveform into calibration.